Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance on the pacing vector indicating possible fracture. The device was reprogrammed. There were no adverse consequences noted. Patient will continue to be monitored.

Event description:
New information received indicated that the lead continued to exhibit high impedance. Fluoroscopy confirmed that the lead was fractured. The lead was capped and replaced on (B)(6) 2020. Patient was stable.